Event description:
Customer woke up with low blood glucose symptoms and tested 6.5 mmol/l on the mobile system. Within 10 minutes he re-tested 3.6 mmol/l on his aviva system. Later that day the customer tested 29.8 mmol/l on the mobile system and 11.4 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278264, expiration date 02/28/2015). (B)(6).